Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during a cataract extraction with intraocular lens (iol) implant surgery, an iol had a crack in it. The lens was removed and a new lens was inserted. There was no patient harm.

Manufacturer narrative:
(B)(4).

Event description:
New information received from the customer stating the incision was enlarged to remove the original intraocular lens.

Manufacturer narrative:
Additional information provided. The lens was returned. Solution was dried on the lens. One haptic is bent in the gusset area. The optic surface has a scrape mark on the anterior surface. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified company iii (d) cartridge with an unspecified company handpiece. The diopter of this lens model is approved for use in the company c and the company d cartridges. Company product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A non-qualified viscoelastic was indicated. The optic was scratched which may have been interpreted as the reported complaint of "crack in material ". The root cause may be related to a failure to follow the dfu. The viscoelastic indicated is not qualified for the lens/company combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).